Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID neu_unknown_lead, product type: lead. Product ID: neu_unknown_ext, product type: extension.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative regarding a patient with an implantable neurostimulator (ins). It was reported that there was an unknown issue with possible eroding of the ins, lead, and extension being removed. No symptoms were reported. No further complications were reported/anticipated. The patient¿s indication for use was unknown.